Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the monitor malfunction caused or contributed to the patient's death. The patient was in a non-treatable, non-life sustaining rhythm. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 4/1/2013; electrode belt: 3/10/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. Prior to passing, the patient received three inappropriate treatments during asystole with tactile artifact. The tactile artifact contributed to the false detection. The patient was reportedly at home and his wife was present at the time of the treatments. Ems was called and the patient was taken to the hospital. The lifevest was removed and the patient passed away in the hospital the next day while not wearing the lifevest. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-life-sustaining rhythm prior to the treatments.